Event description:
It was reported to medtronic minimed that the customer experienced the black o-rings on the reservoir came off when customer trying to load the insulin. The customer reported no adverse event. The event involved product(s) mmt-332a. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard not returned. A visual inspection test was performed using appendix d; and found reservoir second¿s o-ring out of the groove. Per dop114-811doc. Using a new lab transfer guard, performed pre-fill test appendix c. Found no leaks during analysis. Per dop114-811doc. Conclusion: reservoir failed per visual inspection with reservoir second¿s o-ring out of the groove; but reservoir passed per pre-fill test no leakage anomaly. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard not returned. A visual inspection test was performed using appendix d; and found reservoir second¿s o-ring out of the groove. Per (B)(4). Using a new lab transfer guard, performed pre-fill test appendix c. Found no leaks during analysis. Per (B)(4). Conclusion: reservoir failed per visual inspection with reservoir second¿s o-ring out of the groove; but reservoir passed per pre-fill test no leakage anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.